Event description:
Boston scientific crm received information that during an elective device replacement procedure, it was found that the leads were stuck in the device header. Both leads were damaged when the physician attempted to remove them from the header. The leads were surgically abandoned and replaced. The device was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis, therefore, the clinical observation cannot be confirmed. If the device is returned or additional information is received, the event will be updated.